Manufacturer narrative:
B3/D10 date: The event was observed between (b)(6) 2026.Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced increased shortness of breath and decreased urine output during use of a Large Volume FOLFusor. The patient received subcutaneous furosemide administration after a poor response to oral treatment. After two days of use, the FOLFusor device was "not functioning" and the patient's urine output had decreased. Further treatment and patient outcome were not reported. No additional information is available.